Event description:
Human factors issue: after stapler is fired. The handle is turned twice to allow the anvil to flip 90 degrees for removal. To remove the anvil, the device handle is turned further and the anvil comes off of the stapler handle. There is nothing to stop the surgeon from turning more than 2 turns and the anvil coming off inside the pt. If this is noted before closing the enterotomy, it can be removed. If it is not noted before hand, it could require a reoperation. The anvil is not readily visible to the surgeon after the stapler is fired. If he is looking at the surgical site on the screen, he may notice that the anvil is missing and may proceed to close the enterotomy. This is a rare occurrence and the handle is clearly marked not to turn more than 2 turns. However, one could imagine many distractions that could allow this to happen. Improvements: the anvil and stapler must be counted separately and counted before the enterotomy is closed. Design improvement would change removal of the anvil from the stapler to a 2 step process. When the surgeon turns the handle to flip the anvil, there should be a stop that prevents him from turning further unless another action, such as pushing a release is performed.